Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Follow up report to FDA on 12/30/2014.

Event description:
Procedure: gynecology. According to the reporter: when dr. (B)(6) was operating the endostitch with a 0 v-loc 180 stitch on the end, the tiny needle of the v-loc suture broke off the endostitch suturing device while in the abdomen. After intense searching of the abdomen and vagina, the needle was found in the vaginal tissue. It was retrieved and needle count was correct at end of case. Current patient status: doing fine.